Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The unit appeared to have been used. Additional inspection showed no blood in the mandrel-to¿hex bond. The device was cleaned using a renalin solution. Performance analysis: pressure integrity testing was performed at 3 lpm with 23 psig of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed. Conclusion: based on product analysis, the report of a leak could not be confirmed. Analysis of the returned device was unable to replicate the reported incident.

Event description:
Medtronic received information that during priming of this oxygenator there was a leak at the heat exchanger. The unit was replaced. There were no adverse patient effects reported as a result of these events.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
The initial regulatory report did not have the expiration date or the manufacturing date. These dates have now been added.